Event description:
It was reported that the patient with an "osteoporotic compression fracture, underwent a plif and plf at unknown levels. It was reported that a rod broke postoperatively. A revision surgery was scheduled.¿ no additional patient complications were reported.

Manufacturer narrative:
(B)(4). Either the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.